Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) fpatient underwent primary breast augmentation with a mentor smooth round moderate plus profile 550cc saline prosthesis and experienced deflation post procedure. As a result, unilateral prosthesis replacement with a mentor smooth round moderate plus profile 550cc saline prosthesis was performed on (B)(6) 2018. No other issues were noted. The patient was in stable condition after the replacement surgery.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/20/2018. Device evaluation summary: it was reported that a (B)(6) year-old patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 550cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures, and revealed a rent measuring approximately 0.3 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) for the lot number 6968494 was reviewed on 5/2/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/04/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).